Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to clear the alarm with esc and act. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer was advised that the device would be replaced. The customer understood. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time incident was unknown mg/dl. The customer stated that there is a crack on the pump housing around the battery compartment. The customer stated that there is a chip on the backside of where the cap goes as well. The customer does not know how the damage occurred. The customer was advised that the device would be replaced.